Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures. Additionally, it was reported that the battery gauge was observed to be fluctuating and that multiple intermittent power source alerts occurred after plugging the pump into a wall outlet. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.